Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set was kinked due to which patient experienced high blood glucose level of 748 mg/dl. Therefore, on (B)(6) 2020, the patient was admitted to the hospital with blood glucose level of 748 mg/dl due to diabetic ketoacidosis. During hospitalization, patient received humalog injection as corrective treatment. On the day of this report ((B)(6) 2020), the patient was still in the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.